Event description:
I began to have irregular bleeding, and extremely long and heavy menstrual cycles, head aches and debilitating cramps in my pelvis and lower back. I developed a rash on my inner thighs and the skin darkened in patches. On (B)(6) 2014, I tested positive for pregnancy by both blood and an ultra sound. (B)(4).